Manufacturer narrative:
Periprosthetic fracture due to trauma; post-operative fractures may be multifactorial and can depend on patient bone quality and physical activity. Per the next-step arthropedix insitu total hip system instructions for use (IFU): the patient must be informed that the same demands cannot be made of artificial joints as of real ones.

Event description:
Post-operative periprosthetic femoral fracture occurred due to patient falling.